Event description:
It was reported that patient notifier was delivered for high, out of range high voltage lead impedance. All other measurements were in normal range. Device was explanted and replaced. Patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high, out of range hv lead impedance was confirmed in the laboratory. X-ray analysis identified a broken ground case wire as the cause for the high impedance.